Event description:
No additional customer information.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data h6. The device was not returned to olympus for inspection, and the reportable malfunction could not be confirmed. Based on the results of the investigation, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchofibervideoscope had a break to the internal channel, wherein the needle went through the scope. The issue occurred during a diagnostic bronchoscopy procedure, during sedation while the device was inside the patient. The procedure was delayed by thirty minutes or more, and completed using an olympus back-up device. There were no reports of patient harm.